Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/08/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: smartablate generator (model# m-4900-07 serial# (B)(4))

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation ablation procedure for paroxysmal atrial fibrillation with an thermocool sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the case, while catheters were still in the patient¿s body, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram (ice). As the physician prepared to perform the pericardiocentesis, he reviewed the transesophageal echocardiogram (tee) images taken in the morning, prior to the case. Originally, it was reported that no effusion was noted on the pre-procedure tee images. Upon re-evaluation of the tee images, it was noted that the effusion appeared very similar to the post-procedure ice images. Patient was reported to be in stable condition at the time this complaint was reported. The patient did not require extended hospitalization as a result of this event. The patient has fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. A transseptal puncture was performed with a st. Jude medical brockenbrough needle. Sheath used was a st. Jude medical 8.0 mullins and st. Jude medical 8.0 slo. Smartablate generator parameters included: power 25-40 watts (titrated usually by 5 watts over 5 seconds), temperature cut-off was 50°c with warning at 43°c (remained between 30°c and 42°c during procedure), and impedance was 100-150 ohms. Irrigated catheter flow set at 8 ml/min and 15 ml/min. No error messages were observed on biosense webster equipment during the procedure. There were no complaints of generator malfunction. Patient received anticoagulation (heparin) during the case which was maintained between 350-400 seconds.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a pulmonary vein isolation ablation procedure for paroxysmal atrial fibrillation with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.